Event description:
It was reported that the event involved a male pt while in the micu (medical intensive care unit). Approx 23 hours after the intra-aortic balloon iab was inserted by the md through the sheath via right femoral with no issues, there was blood observed in the driveline and alarms occurred. As a result, the iab and sheath were removed as one unit successfully. There was not another iab inserted. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an interruption in therapy noted with no harm to the pt. The pt outcome is the pt is still in micu.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.